Manufacturer narrative:
Initially the device system was removed due to the patient contracting bartonella henselae. More commonly known as cat scratch fever. There is no medical evidence to suggest that the infection is related to the device system. The infection source most likely related to the disease being spread via infected cats through a bite or scratch. (Experience/ nr2 no complaint will be represented). Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay has cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was removed due to an infection the patient had contracted, unrelated to the device system. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.